Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient received several inappropriate shocks. Review of episodes noted p-wave oversensing. Lead dislodgement was suspected upon reviewing the egms. The lead was tested and r-wave was noted to be low. Lead was explanted and replaced. The patient was stable following the procedure and will be followed normally.